Event description:
Related manufacturer report number: (B)(4). It was reported that the patient was experiencing ineffective therapy. High impedances were noted. As a result, the patient underwent surgical intervention during which the system was explanted. It was noted the physician had difficulty pulling the leads out of the ipg pocket. The procedure was extended for 10 minutes and the procedure completed with no further complications.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned lead (a) found it had been cut during the explant procedure resulting in two segments. However, there were no other anomalies that were identified, and the lead passed continuity testing (no opens found).